Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/13/2015 and found tubing that had disconnected at the check valve from the probe waste chamber (vc340). He reconnected the tubing and verified the tubing remained connected, which resolved the leak. The fse decontaminated the area and the instrument, the instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a fluid leak from a unicel dxh 800 coulter cellular analysis system while running patient samples. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.